Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient bolused for lunch however it was not recorded in the pump¿s bolus history. It was reported the patient¿s blood glucose decreased and it was assumed the bolus was delivered. No additional information was provided and troubleshooting could not be completed. Several unsuccessful attempts have been made to contact the patient. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2015-product analysis: the device was returned and evaluated by product analysis on 05/26/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or abnormal behavior. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries performed during investigation were accurately recorded in the pump¿s history. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.